Event description:
It was reported that a spectrum iq infusion pump did not sufficiently deliver a midazolam infusion at 7.5mg/hr on a post cardiac arrest patient. The event occurred in the cardiac intensive care unit (cicu). The patient had been getting hourly boluses of infusion from the midazolam bottle overnight and it was estimated that there should have been less than 40cc left of the 100cc bottle containing the drug solution (midazolam). It was further reported that the patient was "intubated and had been getting increasing doses of midazolam because of myoclonic vs shivering movements". The pump was removed from circulation and the midazolam infusion was placed on another infusion pump. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.